Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and was able to resolve with a complete set change. Customer's blood glucose was unknown. Customer reported that insulin pump stopped delivering and went back to a blank screen during a bolus delivery. Customer did not esc or suspended delivery. During troubleshooting, it was found that customer still had 7.0 u of active insulin. It was also found that time and date was incorrect. Customer received assistance with programming. Customer declined troubleshooting for delivery anomaly. Customer would change infusion set and attempt to a delivery. Customer reports if not able to deliver, she will take a manual delivery and call back.